Event description:
It was reported that the balloon ruptured at prep, the device was not introduced into the pt's body. Procedure: coronary.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the lead was a taper to taper tear on the balloon, approx 2.5mm from the balloon proximal tip. It was reported that the person prepping the device for the deployer was not a certified mynxgrip user (not trained) and the balloon rupture during prep on the back scrub table. A possible cause of the taper to taper tear on the balloon could have been rapid impulsive inflation. If pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode was a taper to taper tear. The review of the lhr (lot f1410501) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probable cause of the tear could be rapid impulsive inflation.